Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer had a constant error m-12 on erbe. Prior to the call, technical support had already replaced the cautery cables and power cycle generator and rebooted without result. Intuitive surgical, inc. (Isi) technical support engineer (tse) guided the nurse to disconnect the power cord from the erbe, wait one minute, and restart erbe, but the issue kept coming back. The isi tse checked logs and confirmed several errors m-12 indicating activation was already requested when the erbe was powered. The isi tse asked the caller to check if the external foot switch panel in the vision side cart (vsc) drawer was depressed, which was not the case. The isi tse requested to shut down the erbe and reboot, then disconnect the foot pedals from the rear panel on erbe and restart only the generator. The erbe powered on with constant error m-12 again. The erbe needed to be replaced. The customer had a force triad but without an energy activation cable. The isi tse suggested moving the surgeon side cart (ssc) near to the force triad to use foot pedals directly foot pedals of it. They did this and were able to finish the surgery as planned. The site was completing the procedure as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the iesu to resolve the issue with errors m-12. The isi fse also replaced the blue fiber kit and gas spring footrest on the ssc. The system was tested and verified as ready for use. The affected parts blue fiber kit and gas spring footrest involved with this complaint are field scrap items and will not be returned to isi for further investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the erbe generator involved with this complaint to perform a failure analysis. The unit was analyzed, and failure analysis could not reproduce the reported failure. The unit was energized and cauterized and all ports recognized instruments. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.